Event description:
An infection control nurse who wished to remain anonymous reported one of her staff (a sterile processing technician who also wished to remain anonymous) experienced watery eyes and shortness of breath around use of cidex opa. The employee uses personal protective equipment (ppe) such as a mask. The employee did not seek medical attention for her reactions. The customer care center (ccc) associate informed the nurse that in such a situation, the product msds recommends to follow first aid measures. The ccc associate attempted to obtain additional detailed information but the nurse declined to provide further information. The nurse was directed to the asp website to obtain the msds and IFU for cidex opa. The nurse was also informed that additional detailed information regarding cidex opa and ventilation will be sent to her. The nurse agreed and provided her email address. She stated they are currently addressing their gus ventilation system. Two attempts were made to send the ventilation information but no response was received to confirm if it was received.

Manufacturer narrative:
Caller wanted to remain anonymous and declined to provide the name and address of her facility but did provide an email address. However, when emails were sent to the email address, no confirmation could be made if the emails were received. No response was received from the recipient. Watery eyes - inhalation.